Manufacturer narrative:
Sensor kit expiration date is 31-aug-2021. The medical event associated with this case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer obtained a sensor scan 'lo' (readings <40 mg/dl), but did not experience any symptoms. The customer had contact with their healthcare provider who obtained a blood glucose result of 361 mg/dl and received 8 units of insulin for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.